Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited device sensing problem, high pacing impedance and high pacing threshold which resulted in loss of capture. The lead helix exhibited an unspecific rotation issue and tissue was found on the helix. The rv lead was not used. The physician continued with another rv lead and completed the procedure. The patient was in stable condition.